Event description:
It was reported one of the patient's quattrode leads had invalid impedance. Surgical intervention was undertaken wherein the quattrode leads were explanted and added a second octrode lead to address the issue. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: quattrode lead, model: 3146, UDI: (B)(4), serial: n/a, batch: 3988210.